Event description:
A malfunction alarm with code malf 12 was reported by the customer, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.